Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a cartridge and resume insulin therapy, and the pump is being replaced due to the current malfunction. Customer will continue to use current pump.